Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform displaying user advisory 2 faults (compression tracking error) was confirmed. The archive data showed multiple ua 2 faults occurring, including on the reported event date of (B)(6) 2013. The autopulse resuscitation system model 100 user guide (p/n 12555-001) states that: the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. During the sessions where the faults occurred, the archive data indicates that the load on the platform was very light and that there was not much difference between the load cell counts during compressions and decompressions. The platform was run with a test manikin and a large resuscitation test fixture (equivalent to a 250 pound patient) and the problem could not be duplicated. The platform performed as intended during functional testing. Inspection of the device found a sticky encoder shaft which was making it difficult to retract the lifeband and a clutch plate which was damaged and needed to be replaced, however the reported issue could not be attributed to either of these findings. Since the archive data indicates that the load on the platform, was very light at the time the ua 2 faults occurred; the most likely cause of the reported issue, may be attributed to the patient being below the minimum weight specification during compressions. Following service of the platform including replacement of the damaged clutch plate, the device passed all testing criteria.

Event description:
Customer indicated that they responded to a call on (B)(6) 2013, involving a patient who was suffering from a cardiac arrest. Events leading up to the cardiac arrest are unknown. The patient was down for less than 5 minutes before emt arrived. Complainant alleged that the autopulse® resuscitation system provided 3 compressions, stopped and displayed a "realign patient" message. The patient was realigned, however, the same message continued to persist. Subsequent to the "realign patient" message, the platform also displayed a user advisory ua 02 (compression tracking error) message. The platform stopped compressions while in use on the floor of a building, not during patient transport. Use of the autopulse was discontinued. Medics reverted to manual CPR (exact length of time not provided). Rosc was never achieved. The battery used during this incident was a li-ion battery (B)(4). No additional details were provided.